Event description:
It was reported that needle clipping device safe clip was jammed. This was discovered during use. The following information was provided by the initial reporter: material no:328235 batch no: 7339561, unknown it was reported that the safe clip needle clipper is not working properly. The consumer stated that the clipper is jammed making it difficult to open.

Manufacturer narrative:
H.6. Investigation: customer returned (2) bd safe clip devices both from lot # 8109007 and a shelf carton from lot # 8109007 and lot # 7339561. Customer states that the safe clip needle clipper is not working properly and the clipper is jammed making it difficult to open. Both safe clip devices were tested and both were able to clip cannula and function properly. The DHR reviews of both lot #'s revealed no deviation of device specifications, product process and packaging specifications, the quality assurance testing procedures, sterilization specifications and customer specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10

Manufacturer narrative:
The following fields have been updated with additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 7339561. H.4. Device manufacture date: 2018-01-03. D.4. Medical device lot #: 8109007. H.4. Device manufacture date: 2018-06-15.

Event description:
It was reported that needle clipping device safe clip was jammed. This was discovered during use. The following information was provided by the initial reporter: material no:328235, batch no: 7339561, unknown. It was reported that the safe clip needle clipper is not working properly. The consumer stated that the clipper is jammed making it difficult to open.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7339561, medical device expiration date: na, device manufacture date: 2018-01-03. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle clipping device safe clip was jammed. This was discovered during use. The following information was provided by the initial reporter: material no:328235, batch no: 7339561, unknown. It was reported that the safe clip needle clipper is not working properly. The consumer stated that the clipper is jammed making it difficult to open.